Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 400 mg/dl. It was stated that the customer woke up vomiting and had positive ketones. The mother also stated that a health care professional advised to take the customer to the hospital. Troubleshooting was performed. The mother mentioned that the customer had experienced a lot of issues with bent cannulas. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.